Manufacturer narrative:
The device sample was received by the MFR, but the investigation is incomplete at the time of this report. The device history record (DHR) reviewed was conducted on the reported lot number. No issues or discrepancies were found which could potentially relate to this issue. The DHR shows that the product was assembled and inspected according to specifications. No non conformance reports were originated for the lot number in question.

Event description:
The complaint reported as: the complaint alleges that the circuit failed the leak test. No pt injury.